Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
It was reported the patient developed an infection at the ipg site. The patient was prescribed both oral and intra-venous antibiotics. In turn, surgical intervention was undertaken to explant the system. The infection has thereafter resolved.